Manufacturer narrative:
A follow up will be submitted when additional information become available.

Event description:
It was reported that the cardio help was not functional. A problem were not verified. It failed on a patient, without injury, or harm. Cardio help was swapped out with another unit. Complaint number: (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
Initially it was reported that the cardiohelp was not functional with the information the problem and failure could not verified. As stated in the summary report 43503109 the customer reported very high venous pressures >-400. The customer swapped the cardiohelp with another unit and the problem was solved. The service technician replaced the connection cable for disposables. After replacement the unit passed all tests and was cleared for clinical use. This work was performed on (B)(6) 2020. The reported failure was already investigated under tw#139961. As stated in the investigation report lce#3446 (dated (B)(6)2017) on the socket of the connection cable white deposits and oxides were found. These deposits are most likely due to splashes of saline priming liquid. It should be ensured that in the priming procedure the contact surfaces are either covered, remain on the hls-plugged or placed on the holder of the hls cable from the sensor panel. Based on this the afterwords reported correct failure "high pressure" could be confirmed. As a most probable root cause the defect is due to splashes of saline priming liquid. The event occured during patient treatment and the device was directly involved in the incident. The device history record (DHR) of the cardiohelp (material: 70107.2780, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-11-17. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required." The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.